Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive at the object lens peeled off due to stress of repeated use, external factors, or handling of the device. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.2 preparation and inspection of the endoscope. [Inspection of the endoscope] 1. Inspect the objective lens at the distal end of the endoscope for dents, bulges, swelling, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd endoeye laparo-thoraco videoscope experienced the insertion tube rotating and becoming twisted. It is unknown when the event was found. There was no report of patient or user harm associated with the event. During inspection, the device was found to the adhesion of the objective lens peeling. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned, evaluated, and the customer¿s allegation was confirmed. Due to deformation of insertion pipe, connection between bending section and insertion pipe is not secured, and excessive rotation torque acting on the bending section caused the twisting. Additionally, upon inspection, deterioration or breakage of the adhesive caused the adhesive around objective lens to peel. Additional findings include the following: (a.) The bending section cover or distal end has a scratch, (b.) The adhesive on the bending section cover or distal end had a chip, (c,) due to wear of the angle wire, bending angle in the up direction does not meet the standard value, (d.) The video cable had a scratch, (e.) The video connector case had a crack, (e.) The video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.